Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08730 inches. No under delivery anomaly or over delivery anomaly noted. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing. Device uploaded properly using carelink. Device had minor scratched display window, scratched case, faded or damaged serial number label and a pillowing keypad overlay. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalize due to under delivery and was hospitalized for 3 days and 2 nights due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018 .customer¿s blood glucose is over 300 mg/dl. The customer treated with the injection and insulin drip. Troubleshooting was done for under delivery. Based on customer report customer does allege pump was under delivering. The insulin pump will be returned for analysis.